Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage of blood occurring during the use of the ext. Tubing."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked blood during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage of blood occurring during the use of the ext. Tubing."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte with traces of thick media and five photos. During the visual examination, a tear was observed at one end of the slit in the septum top disk. No other damage was observed to the top/ bottom body or the septum column wall. A leakage test was performed and no leakage was observed from the unit after being tested in both the unactuated and actuated positions. A damaged septum is known to potentially cause a leak during use, however the leak could not be recreated through testing. Although the report of leakage could not be confirmed, the defect of septum damage was confirmed. This type of defect can occur during the manufacturing process or in the user environment due to excessive actuations and extraneous force. Since the device has been used, bd was unable to determine a definitive root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.